Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2021 h6 component code: g07002 photo review additional information: h3, h6 h3 investigational summary: ethicon inc received two photographs for evaluation and an opened foil package was observed, and two needles with product code w3206. The needles were observed with use, body fluids, marks, deformed in the original curvature and broken at the tip of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a port removal on (B)(6) 2021 and suture was used. During the procedure, the needle broke unexpectedly on the second pass through the skin. The patient had one x-ray to check for any shards of the needle remaining after the team had removed the two parts of the needle they could see. None were found and no problems were noted aside from the break. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number remlub and no non-conformances related to the reported complaint condition were identified. Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide procedure name: port removal when the needle snapped unexpectedly on second pass through skin. Did the needle break at the tip or at the body? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail: the patient had one x-ray to check for any shards of the needle remaining after the team had removed the two parts of the needle they could see. None were found and no problems were noted aside from the break. How was procedure successfully completed? They continued using sutures from the same pack and no other problems were reported. Please provide status of product return: unfortunately, they had not kept the suture itself.